Event description:
Additional information received reported that the cause of the event was the progression of the patient¿s parkinson¿s disease. There were no abnormal impedances reported. It was noted that the patient¿s medication was adjusted on 2013 (B)(6). The reporter stated that during an appointment on 2013 (B)(6), the patient was noted to have improved with the medication changes. It was noted that the patient was not hospitalized as a result of the event and had no injury.

Event description:
It was reported that the patient had a loss of therapy. It was noted that the patient wanted to confirm that the implant was on because ¿it was like he was off.¿ the device was reportedly checked and determined to be on and the battery was ¿ok.¿ it was further reported that the patient was ¿all over¿ in symptom return and had a total loss of therapy. A few days prior to the report, the patient fell a couple of times, but did not hit his head. It was reported that the patient had ¿trouble walking and couldn¿t really walk.¿ the patient fell out in the yard about one week prior to the report but was "fine" later. The patient also fell in the last few days prior to the report while trying to dress himself. The reporter noted that both falls "weren¿t dramatic and not hard falls and caused no damage to the patient¿s body." It was additionally noted that the patient was implanted unilaterally on the right side. The patient reportedly was also experiencing a lack of effect with his medication. The patient reportedly took his medication at 3:30pm on the day of the report and at 5:00pm the medicine had no effect. It was also noted that the patient was going to see their health care provider in (B)(6) 2013. Additional information requested but had not been received as of the date of this report. Refer to manufacturing report # 3004209178-2013-03257 and 3004209178-2013-03147 for additional information on related events.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0424900v, implanted: (B)(6) 2004: product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2004: product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2004: product type programmer. (B)(4).